Manufacturer narrative:
Customer concern: pump was off for a while. Due to being in hospital with pneumonia (hospitalization not due to diabetes related issues). For basal, high sg, and low sg settings fluid/moisture exposure to the pump: fluid in reservoir compartment document how the fluid/moisture exposure occurred: insulin advise customer to disconnect from the pump. Evaluated 4 open/used reservoirs (3 transfer guards not returned). Inspected reservoir's o-rings and stopper groove for anomalies appendix e and none was found. Using 3 new lab transfer guard; as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per (B)(4). Conclusion: reservoirs passed per inspection; no occluded and no leakage anomalies were found during test. See attached file for more details. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the reservoir was leaked. Customer stated that leak past second o ring, occurred during priming. Insulin was visible under the display. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.